Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination (no detection). The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. During the device evaluation, it was uncovered that the suction, air, and water cylinder had no color. It was also uncovered that water tightness was lost due to damage on the jet tube. It was observed that the play knob in all directions was out of standard value due to wear of the angle wire. It was also observed that the light guide lens and the adhesive on the bending section cover had a crack. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a loaner device evis exera ii colonovideoscope tested positive for microbial contamination. The scope was sampled on two different dates. During the first sampling, the scope tested positive for > 100 colony forming units (cfus) of micrococcus spp. And < 0.1 cfus of unspecified microorganisms on several channels. During the second sampling, the scope tested positive for > 100 cfus of micrococcus spp. On two different channels and < 0.1 cfus of unspecified microorganisms on the remaining channels. It was not clear when or where the positive cultures were discovered. There was no patient/user harm or injury reported due to the event.